Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). PMA/510(k) number ¿ k011028 / k101880.

Event description:
It was reported that the surgeon went to place an implant during a procedure and when he opened that packaging there was no implant in the vial. They were able to complete the procedure with another implant from their stock.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. One empty packaging for an implant was returned for investigation visual evaluation of the returned packaging identified the outer vial with no implant/items inside. Seal has been broken. The customer did not provide any pictures or supporting documents. Complainant reported that the surgeon went to place an implant during a procedure and when he opened that packaging there was no implant in the vial. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.